Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#4052009. 1-the products of this batch were assembled at intima ii auto line 2 in march 2024, and packaged at r240 package line in march 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found. Please see attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the damaged state of the joint between the catheter and the needle hub cannot be identified, the root cause of the leakage there cannot be confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leakage. The following information was provided by the initial reporter: on 6 october, when the nurse was administering an infusion to a child, there was a leakage of fluid from the y-shaped port of the indwelling needle, and after explaining the situation to the child's family, she removed the child's indwelling needle and continued to administer the infusion after re-puncturing the needle.